Manufacturer narrative:
MDR 3003442380-2024-02775- device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in sweden on (B)(6) 2024, it was reported that there was redness and swelling and doctor prescribed 2 antibiotic drugs to treat increasing redness of the skin at the insertion site. No further information available.